Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 07/2021).

Event description:
It was reported that during treatment of the left iliac artery via right common femoral artery approach, the balloon allegedly ruptured and the stent was successfully placed. It was further reported that during retraction of the delivery system, the balloon allegedly tore and remained in the vessel; as a result, surgical intervention was required to remove the fragment. The procedure was completed using a prosthetic patch. The current patient status is stable.

Event description:
It was reported that during treatment of the left iliac artery via right common femoral artery approach, the balloon allegedly ruptured and the stent was successfully placed. It was further reported that during retraction of the delivery system, the balloon allegedly tore and remained in the vessel; as a result, surgical intervention was required to remove the fragment. The procedure was completed using a prosthetic patch. The current patient status is stable.

Manufacturer narrative:
Manufacturing review: the lot number was provided, and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the device was returned for evaluation. The device appeared to be bloody. The sample was returned in two segments: (segment 1) consists of the hub and catheter without the balloon, no marker band is present, and (segment 2) consists of the balloon and partial inner lumen, the marker band is present. Segment 2 exhibited bunching of the inner catheter and a sharp bend. The proximal end of the balloon was noted to have detached circumferentially from the catheter. Additionally, the balloon had a longitudinal split. The balloon rupture is confirmed as the balloon was noted to have detached circumferentially from the catheter. Additionally, the balloon had a longitudinal split. The failure mode for detachment of device or device component is also confirmed as the sample was returned in two segments. The alleged retraction problem is inconclusive as the device could not be functionally tested due to the condition of the sample. The definitive root cause for the identified balloon rupture and device detachment could not be determined based upon available information. It is unknown whether patient and/or procedural factors may have contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 07/2021).